Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device does not pass the external plates functional test. The fse performed a visual inspection of the device and determined that the reported issue was due to a malfunction of the capacitor. The capacitor was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the capacitor. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the capacitor to resolve the issue and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx device failed the functional test of the external plates. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.